Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Based on the product analysis, the reported event was not confirmed to be attributed to the failure. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic low anterior resection the device did not fire at all; the reload indicator was flashing. Last patient's status: good. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.